Event description:
The customer called stating she had been having problems with high and low blood glucose levels. The customer then stated the paramedics were called to her home due to low blood glucose levels. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.